Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs from the day of the event showed multiple high blood glucose (bg) alerts and an insulin occlusion alarm that was not acknowledged for nearly one hour. No meal announcement or bolus was documented in proximity to the occlusion. Additional alarms for "insulin, very low drug" and "insulin, out of drug" were recorded, followed by a rewind and tubing fill later that evening. While no device malfunction was identified, multiple factors may have contributed to the user's prolonged hyperglycemia and subsequent progression to diabetic ketoacidosis (dka), including delayed occlusion acknowledgment, depleted insulin supplies, lack of ketone testing, delayed escalation of care, and reliance on small manual insulin doses. The exact cause could not be conclusively determined based on available information. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, a clinical diabetes specialist reported that the user experienced a blood glucose (bg) level of 476mg/dl while on vacation on (B)(6) 2025, requiring ems intervention. The user was transported to the ER, where they received 8 units of insulin and two bags of IV fluids. The user remained connected to the ilet and was diagnosed with dehydration, elevated blood pressure, and diabetic ketoacidosis (dka). The user has since resumed ilet use without issue. The user reported receiving high bg alerts from the ilet and administering multiple small manual insulin injections but did not perform ketone testing.